Event description:
According to the reporter: the patient alleged injury. Medical history: urogenital prolapse, stress urinary incontinence, cystocele, rectocele, enterocele, vaginal vault prolapse, stress urinary incontinence.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: c64343: dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Medical history: urogenital prolapse, stress urinary incontinence, cystocele, rectocele, enterocele, vaginal vault prolapse, stress urinary incontinence the indication for implantation of transvaginal mesh in this patient is urogenital prolapse , stress urinary incontinence ,cystocele ,rectocele ,enterocele procedure: underwent anterior and posterior colporrhaphy with enterocele repair, paravaginal repair with pelvisoft and ivs tunneler vaginal slingplasty, bilateral sacrospinous fixation, perineoplasty and sphincteroplasty, cystoscopy, uterosacral colposuspension under general anesthesia complications post implantation: pain and bleeding discharge and discomfort, coitus recently with little discomfort and bleeding, problems with bladder control and lower pelvic pain, urinary tract infection (uti), hematuria. 2006: in-office mesh trimming - vaginal discomfort and discharge - bit of erosion of ivs tunnel and tape - excised the tape that has extruded 2006: vaginal discharge -perirectal abscesses, urinary tract infection 2007: abdominal pain - upper abdominal pain and urinary tract infection. 2009: vaginal bleeding - minor cystocele, vaginal bleeding, pain, hematuria, perirectal pain. First mesh revision surgery: 2009: underwent perineal exploration with incision and drainage of apparent abscess cavity and division of sling for painful nodule in peri-rectum with pain secondary to pelvic sling under general anesthesia following the mesh revision surgery, developed separation from perineal incision, pain with intercourse, decreased libido, vaginal dryness, urinary tract infection, hematuria, atrophic vaginitis, vulvar vestibulitis, recurrent perineal abscess versus fistula in ano versus sinus tract with old mesh infection, perirectal swelling, right buttock abscess, erosion of mesh material deep to wound during the interim interventional surgery: 2009: recurrent perianal abscess versus fistula in ano versus sinus tract with old mesh infection ¿ underwent incision and drainage and incision of sinus along with foreign body from the perineum under general anesthesia second mesh revision surgery: 2012: abscess ¿ underwent excision of abscess, excision of exposed prosthetic material deep to wound under general anesthesia.